Manufacturer narrative:
Additional information: a4: average weight. Correction: annex e codes. Drug eluting stents (des), mainly the resolute onyx des, were placed during primary pci procedures as a routine institutional practice. Rajesh kumar, ali ammar, tahir saghir, jawaid akbar sial, jehangir ali shah, ashok kumar, abdul hakeem shaikh, abdul samad achakzai, nadeem qamar, musa karim. "Incidence, predictors, and outcomes of acute and sub-acute stent thrombosis after emergency percutaneous coronary revascularization with drug-eluting stents: a prospective observational study." Global heart, no. 1, 2022, doi:10.5334/gh.1112. Pmid: 35586746 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled: "incidence, predictors, and outcomes of acute and sub-acute stent thrombosis after emergency percutaneous coronary revascularization with drug-eluting stents: a prospective observational study." The aim of this study was to determine acute and sub-acute incidence, predictors, and outcomes after primary pci. The study compiled 1756 patients during the study period of august 2020 and july 2021 and prospectively selected cohort of consecutive patients with stemi undergoing primary pci were recruited for this study. Patients with clinical evidence who presented to the emergency department with chest pain within 12 hours, except cardiogenic shock who were enrolled irrespective of time delay, diagnosed with stemi, and underwent primary pci at the catheterization laboratory were considered for enrolment. Resolute onyx des was placed during primary pci procedures as a routine institutional practice. Lesions treated during the procedure included left main, lad, right coronary artery, , left circumflex and diagonal. Patients were categorized into two groups as with and without st (either acute or sub-acute). Each patient enrolled in the study received initial doses of aspirin, clopidogrel, unfractionated heparin, and bolus dose of glycoprotein inhibitors. The use of ticagrelor was limited to patients with stent thrombosis, high risk anatomy, or diabetes due to cost-effectiveness. As a result, incidence of stent thrombosis (st) was 86 patients, with 22 acute and 64 sub-acute. St was categorized definite in 58 patients and probable in 28 patients. Incidence of st was linked to older age. Post procedure complications and in-hospital outcomes included: 61 in-hospital deaths, in which 10 patients had st. Contrast induced nephropathy, arrhythmias, access site complications, bleeding , cardiogenic shock, cva/tia and re-infarction. During the follow-up period, it was observed cumulative all-cause mortality among patients with st was 46.5% (40/86), cardiac mortality in 43% (37/86), mi needing revascularization in 84.9% (73/86), hospitalization due to hf in 15.1% (13/86), and stroke/cva in one (1.2%) patient. It was concluded that a substantial number of stemi patients were vulnerable to the acute or sub-acute st after primary pci in the des era. Male gender, lvedp = 20 mmhg, and pre-procedure timi flow grade were independent predictors of acute or sub-acute st. Proper identification and efficient management of highly vulnerable patients can reduce the burden of st and subsequent adverse outcomes.

Manufacturer narrative:
Title: incidence, predictors, and outcomes of acute and subacute stent thrombosis after emergency percutaneous coronary revascularization with drug-eluting stents: a prospective observational study year: 2022 reference: doi: 10.5334/gh.1112. A2: average age a3: majority gender b3: date of publication deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the deaths was provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.